Manufacturer narrative:
The lead is not expected to be returned for analysis. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. A revision procedure was performed and the lv lead was explanted and replaced. No additional adverse patient effects were reported.